Event description:
The customer reported, she was hospitalized due to low blood glucose levels. The customer also stated, she was in the hospital for other reasons as well. The customer called back six days later to troubleshoot, but was unable to remove the battery cover. No troubleshooting performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.